Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It is alleged in the attorney's report that the patient experienced infection. The medical records provided does not make mention of any type of infection experienced by the patient. In regards to infection however, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent an exploratory laparotomy, bilateral salpingo-oophorectomy, partial vaginectomy, sacrocolpopexy with implant of a bard/davol flat mesh, burch urethropexy, and cystoscopy. On (B)(6) 2007 - the patient was diagnosed with a vaginal vault prolapse with cystocele, rectocele, enterocele, and paravaginal/paravesical defect. The patient underwent an anterior/posterior colporrhaphy, enterocele repair, vaginal paravaginal repair, bilateral vaginal uterosacral colpopexy, vaginapexy, and cystourethroscopy with implant of a non bard/davol "surgisis soft tissue graft" and "tunneller sling." On (B)(6) 2007- the patient had a postoperative md office exam with some complaints of soreness along her vagina and rectum. The exam notes indicated "there were perineal vicryl sutures visible at the introitus that were clipped for tension relief. The vagina appeared well healed." The attorney's legal claim alleges the patient experienced pain, infection, prolapse and urinary/bowel problems.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Corrected fields: outcomes attributed to adverse events: now includes disability or permanent damage.